Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer was treated with insulin drip. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.